Manufacturer narrative:
Samples received: samples are not received from the complaint lot. Preliminary analysis: stock review: after reviewing the stock, it was verified that units of this product code and lot number are not currently available. Quantity produced / imported: traceability is checked and verified that of this lot and product code, a total of (B)(4) units were manufactured. Distributed quantity: the totality lot was distributed in 10 clients, which are located in cities such as (B)(6). Background: we reviewed the database of complaints and verified that to date, we do not have reports of incidents that are related to this product code and lot number. Batch record / batch record: the documentation for the batch was reviewed and there are no records of deviations or alterations during the process. Results for batch release: the results obtained for the release of the batch, in the resistance to the attachment, met the requirements required for this type of suture; adjunct table 1 with data recorded in the batch analysis certificate: table 1. Results for batch release: armed resistance (finished product). Reference value (usp) average value 0.68 kgf. Analysis results: minimum 0.93 kgf, maximum 1.63 kgf, average 1.27 kgf. Analysis of the sample (s): as we have not received any samples and we do not have available units, it is not possible to carry out an investigation that determines the cause of the incident. Your information has been recorded in our database, and will be included in the trend analysis of this product line. Conclusions: the claim is determined as "not evaluable", as we do not have the sample object of the claim, it is not possible to reach a conclusive conclusion about the incident presented. Actions: no corrective or preventive action is taken in this regard, as it was not possible to determine the cause of non-compliance. The results obtained for the batch release comply with the specifications.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Are. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012.

Event description:
Country of complaint: colombia. Needle detached from thread.